Event description:
It was reported that the purewick urine collection system was not suctioning anymore, the customer has tried all troubleshooting steps, and nothing has worked. No longer working, turns on but no suctions.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The DHR review could not be completed because the provided lot number was invalid. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.